Event description:
The pt called alleging erratic readings on the lifescan meter. The pt received readings of 120, 150, and 118 mg/dl. Readings were less than 10 minutes from one another. The pt did not experience any symptoms at time of testing. The test strips were in good condition and not expired. The control solution was opened less than three months ago. The customer care representative walked the pt through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips but has not yet received them. If either the meter and/or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a suppplemental report.